Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. Reportedly, the customer filled the cartridge with about 500 units. Also, it was reported that the customer charged the pump to 100% in the morning and that at the end of the day it was at 85%. The customer stated that the battery gauge then jumped to 95% without charging it. The customer's blood glucose level was not impacted. The customer reloaded the cartridge and would continue to use the pump until replacement pump is received. Also, it was noted that the customer had manual injections available.